Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Insulation damage was suspected on the ra lead, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.